Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, which required hospitalization. Treatment was not reported. The cause of the peritonitis was unknown. The patient was discharged from the hospital and recovered from peritonitis. No additional information is available. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unspecified date in (B)(4) 2013. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot number gd894295 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).